Event description:
On (B)(6) 2009, the patient was implanted with a scs system. The patient was reported to have fallen and soon after, the implanted ipg began having recharge issues. A new charging system was provided to the patient however, the frequency of recharging results were the same. During a dr. Visit on (B)(6) 2009, the patient was reported as having good stimulation. There were no problems with programmer or charger. Based on the patient's programmed stimulation settings, the patient elected to have a non-rechargeable ipg implanted to eliminate the frequency of having to recharge an ipg.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the patient's physician regarding medical history.